Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer had the dexcom receiver on while using the pump with the transmitter. In addition, it was reported that the customer received multiple invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.